Event description:
Event occurred in spain.it was reported that the patient experienced three events where infusion set fell off during use on (B)(6) 2026, (B)(6) 2026, (B)(6) 2026. The infusion set were used for one to two days.

Manufacturer narrative:
Initial 2 of 3.e1:name (B)(6).street (B)(6). Line 2 (B)(6). City (B)(6). State (B)(6).zip code (B)(6).based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545.manufacturing site: 3003442380.